Manufacturer narrative:
The event described is a known defect that has been observed previously and documented. This defect was investigated, and a deviation was implemented for immediate mitigation of the defect. Lot 129744 was manufactured prior to the implementation of the deviation.

Event description:
A patient had aortic valve repair/replacement and aortic root procedure, with concomitant ablation and left atrial appendage exclusion. After completing ablation with olh device, when physician released the device's closure lever, the blue plunger insert on the lever detached and landed within the sterile field. The procedure was successfully completed with the device, and no patient harm was reported.